Manufacturer narrative:
Facility alleged that the siderail would not latch. No pt impact. Tech to repair. Repair not yet confirmed.

Event description:
Info received indicated that the siderail will not latch. No pt impact.